Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy.